Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone15.4 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced persistently elevated blood glucose levels that did not decrease despite multiple bolus insulin attempts. The patient¿s blood glucose levels reportedly reached 331 mg/dl while wearing the pod on the abdomen between 4 and 24 hours. The patient stated that she did not observe whether the pink slide move forward, as she was unfamiliar with its function. Upon removal, the cannula was found to be bent, which may have impacted insulin delivery. As treatment, a new pod was placed.